Manufacturer narrative:
Date of event was estimated to the first of the month, based on the aware date.

Event description:
It was reported that an embolism occurred. A ranger drug coated balloon (dcb) was selected for use in a superficial femoral artery (sfa) intervention, to treat critical limb ischemia. After using the ranger dcb, a distal embolism occurred. According to the physician, the embolism occurred due to a particle and it was not a blood clot. After the procedure, the color of the toes became worse; however, improved a few days later. No additional patient complications were reported.

Event description:
It was reported that an embolism occurred. A ranger drug coated balloon (dcb) was selected for use in a superficial femoral artery (sfa) intervention, to treat critical limb ischemia. After using the ranger dcb, a distal embolism occurred. According to the physician, the embolism occurred due to a particle and it was not a blood clot. After the procedure, the color of the toes became worse; however, improved a few days later. No additional patient complications were reported. It was further reported that the anatomy of the lesion had mild tortuosity, 90% stenosis, and moderate calcification. After pre-dilation the lesion was 25% stenosed. According to the physician, the particle was probably due to the powder of the drug applied to ranger dcb. After confirmation of embolism, a vasodilator (nitroglycerine) was injected. The obstruction was confirmed at the distal part of the peroneal artery diverge. However, no improvement was seen after injection of the vasodilator. Blood flow from the collateral tract (with delayed contrast) was confirmed in the sole and dorsal arteries, but cyanosis was confirmed only in the fingertips. The procedure was completed. The day after the procedure, cyanosis at the fingertips recovered spontaneously.

Manufacturer narrative:
B3. Date of event was estimated to the first of the month, based on the aware date. B5. Describe event or problem, h6. Impact code and evaluation conclusion code fields were updated per additional information received. D4. Lot number is 05324h20.